Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1qq, crtd, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead had high thresholds in all vectors and no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.